Event description:
It was reported that, "we were getting to the point to drill lug holes. Drill guide sizing was good. When the surgeon went to drill through the drill guide itself, the drill got stuck and the guide spun around. Mallet was needed to disengage. When rep was setting up the instruments, guide was checked that drill goes through holes with no resistance. Uni-compartmental procedure. New instruments have been ordered. Once items are replaced at the hospital, the sales rep will return product to (B)(4)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.